Manufacturer narrative:
As reported, the foreign material was noted in the capsure straight fixation device sterile package. Initial visual evaluation of the returned sample identified a foreign material was present with in the sterile package. Review of the returned sample and root cause determination is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 695 units released for distribution in sep, 2022. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. The most probable cause is an unintended material transferred/present on the mounting card at the time of manufacture. As reported, the customer identified this as an out of box condition while opening the capsure device. The procedure was completed using another device. Sample evaluation confirmed foreign matter (loose particulate) on the mounting card. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, while opening the capsure straight fixation device for use during a laparoscopic inguinal hernia repair, foreign material was found in the sterilized package. It was reported that there was no damage noticed on the outer package. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As reported, the foreign material was noted in the capsure straight fixation device sterile package. Initial visual evaluation of the returned sample identified a foreign material was present with in the sterile package. Review of the returned sample and root cause determination is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 695 units released for distribution in sep, 2022.

Event description:
As reported, while opening the capsure straight fixation device for use during a laparoscopic inguinal hernia repair, foreign material was found in the sterilized package. It was reported that there was no damage noticed on the outer package. The procedure was completed using another device. There was no reported patient injury.